Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to rectocele with concurrent perineorrhaphy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh, obtryx, and pelvisoft were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh and cystoscopy due to perineocele and hypermobile urethrovesical junction.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent hemorrhoidectomy and sphincterotomy on (B)(6) 2011 due to anal fissure and rectal bleeding. No additional information was provided.